Event description:
A home patient contacted baxter's technical service center regarding a sysem error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per the home patient's nurse, the home patient noted a leak in the patient line of the homechoice set approximately 2 feet from the cassette. The home patient does not have any pets. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. No patient injury was associated with this incident, however, prophylactic antibiotics were administered as a result.